Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system was on disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was known that the system was in disconnected mode (remote smart service offline). A technical support specialist (tss) stated that the customer did not see any error message on the station. The customer tested the station and was able to dispense medications from this station. The system functioned as intended after the customer verified the device.